Event description:
It was reported that there was a return of patient symptoms that started ¿around last year and a half¿. The patient had also recently been having more problems walking. The patient¿s medication had been adjusted a few times however that didn¿t help so they returned back to the previous dose. The patient also had a MRI and was diagnosed with severe spinal stenosis and was seeing a back surgeon for it. The patient also had a CT scan and they were told that the ¿tip of the catheter was not within the central spinal canal¿. The reporter wanted more information about what the proper placement was. It was lastly noted the patient was due for a pump replacement due to longevity reasons so they were working with a health care provider (hcp) about the replacement. The device system was used to deliver baclofen and morphine. It was further reported the patient was having trouble walking. It was noted the patient was due to have the pump replace soon ¿due to seven years up¿. It was also reported the patient had a cat scan done on (B)(6) 2014 that showed the tip of the catheter wasn¿t in the central spinal column. The hcp was now ordering a dye study to see if the medication was going into the spine. It was then reported ¿they tested few times with the machine and the machine is always working but there is a problem that it may be leaking somewhere¿. The reporter was questioning if the medication was not going into the spine, ¿goes it get absorbed somehow in the body¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. (B)(4).